Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had bent cannulas, but did not get a no delivery alarm. Troubleshooting was performed, and the insulin pump failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test and motor error alarm during the basic occlusion test due to faulty force sensor. Motor passed motor test. Unable to perform the occlusion and excessive no delivery test due to alarm and motor error alarm.